Event description:
The manufacturer recieved information that a trilogy o2 device in clinical and therapeutic use experienced a "device inspection required" alarm message. During the event in question, the patient was noted to experience an adverse event of desaturation of peripheral oxygenation (spo2) to approximately 79% at 0702 jst. Attempts to interact with the device were made by toggling the 100% o2 feature on the unit; it was determined that no additional oxygen was being provided to the patient. Actions were taken by bedside clinicians, and the supplemental oxygen was provided ot the patient via the "side of the mask" (unspecified l/min oxygen flow). The patient was reported to have experienced an increase in spo2 after medical intervention (unspecified spo2 value), and the device was subsequently replaced with a different trilogy o2 device. The device has not been evaluated at this time. Should the investigation be complete, a supplemental report will be filed.

Manufacturer narrative:
It was previously reported "the manufacturer recieved information that a trilogy o2 device in clinical and therapeutic use experienced a "device inspection required" alarm message. During the event in question, the patient was noted to experience an adverse event of desaturation of peripheral oxygenation (spo2) to approximately 79% at 0702 jst. Attempts to interact with the device were made by toggling the 100% o2 feature on the unit; it was determined that no additional oxygen was being provided to the patient. Actions were taken by bedside clinicians, and the supplemental oxygen was provided ot the patient via the "side of the mask" (unspecified l/min oxygen flow). The patient was reported to have experienced an increase in spo2 after medical intervention (unspecified spo2 value), and the device was subsequently replaced with a different trilogy o2 device. "The device was evaluated, and an error related to the oxygen blending module was found. The device's oxygen blending module pca was replaced to address the issue. Repair tests were performed, and it was confirmed that the unit operated properly.the reported failure of the obm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.